Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shock due to noisy signals oversensing. Additionally, other atrial fibrillation (af) events were present, and the same noisy signals were present as well. Troubleshooting of the three vectors were performed with provocative maneuvers. Myopotential noise was evident due to the movements and contraction of the pectoral muscles. It was also observed that there were variations in the signal amplitude even without postural changes. When performing provocative maneuvers with the alternative vector, myopotential noise appeared, as well as artifact present in the events, even without manipulating the device. The technical services (ts) recommend that the patient undergo a connection-enhanced x-ray as soon as possible. It was also specified that data analysis was required. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shock due to noisy signals oversensing. Additionally, other atrial fibrillation (af) events were present, and the same noisy signals were present as well. Troubleshooting of the three vectors were performed with provocative maneuvers. Myopotential noise was evident due to the movements and contraction of the pectoral muscles. It was also observed that there were variations in the signal amplitude even without postural changes. When performing provocative maneuvers with the alternative vector, myopotential noise appeared, as well as artifact present in the events, even without manipulating the device. The technical services (ts) recommend that the patient undergo a connection-enhanced x-ray as soon as possible. It was also specified that data analysis was required. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported.